Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was implanted in the morning and later they realized that the iol was damaged/broken. The patient went back to surgery that afternoon to have the iol replaced. The second iol was also damaged when implanted. The second iol was also removed. Additional information was provided indicating that the haptics are coming off of the iols when gluing or suturing them in. Both iols had haptics break. The first iol was removed in a secondary procedure later that same day. The second iol (replacement) haptic also broke after insertion and the iol was removed during that iol exchange procedure the same day. This report is for the first iol that had a damaged/broken haptic and removed in a secondary procedure later that same day.